Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient (pt) needs to have an MRI. After reviewing MRI compatibility information, pt stated they need this MRI because their device is causing them severe pains when they turn their stimulation on. Pt stated they could even feel the pain when their stimulation setting was at 1.0. Pt stated they had worked with their hcp to adjust their stimulation programming to no avail. Pt stated that when the stimulation was on the pain was located over by the lead, and now that the stimulation is off that pain went away. Pt states they are still experiencing pain at their pocket site where their "box" is. Pt stated because they are having "a lot of problems" with this device, they may have their device replaced with a 3058 "or something because having it off is not an answer". Documented reported event. No further action was taken by patient services. Pt was sent MRI mode instructions and was redirected back to patient services should they need to be shown how to activate MRI mode. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.